Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Device manufacture date: 09/01/1998.

Manufacturer narrative:
(B)(4). The patient underwent a gynecological procedure in order to treat pelvic pain and stress incontinence and a mesh was implanted. The patient underwent the concurrent procedure of a vaginal hysterectomy and bilateral salpingo-oophorectomy during mesh implantation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Device manufacture date: 09/01/1998.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 1998 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.